Event description:
Information received from the field notes that during a follow-up, the device was accidently programmed to pacing mode off. When attempts were made to reprogram to ddd mode, dashes (---) were displayed for the sensor parameters. Return to standard activated vvi mode, but the patient could not tolerate vvi pacing. A software download was successful in resetting the device.